Event description:
A malfunction was reported on the pump by the customer, who indicated that no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer reset the malfunction on their own while at school, making it impossible to confirm the fault ID. Technical support (cts) decided to replace the pump. The customer will receive a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.